Event description:
It was reported that the device was in use with patient for infusion. Reporter stated the device leaked at the filter area. The patient changed the extension set to continue infusion. No adverse effects reported.